Event description:
It was reported to philips that the system failed to produce x-rays. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, diagnostic procedure was performed by the customer when the issue occurred. The philips field service engineer (fse) inspected the system on site and confirmed that system failed to produce x-rays. Review of the system log file showed that frontal ippc could not perform power on self-test. To resolve this issue, fse replaced ippc. The defective ippc was returned to philips for analysis and found that the failure of ippc was due to faulty motherboard and cmos battery was missing. After replacement, the system was returned to use in good working conditions. The codes were updated based on the investigation outcome.